Manufacturer narrative:
On december 23, 2021, novocure discovered that the initial submitted medical device report had a typo in the model number for the optune device in section d4-suspect medical device model number. Corrected model number is tfh9100.

Manufacturer narrative:
On (B)(6) 2019, novocure received additional information from the spouse that the prescribing physician instructed the patient to permanently discontinue optune therapy due to ongoing wounds on the scalp.

Manufacturer narrative:
Novocure's opinion is that a contribution to the event cannot be excluded. Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, prior surgery affecting skin integrity, and type 2 diabetes. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) female patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2019. On (B)(6) 2019, the prescribing site reported that the patient had developed a full thickness scalp ulceration at the craniotomy resection site (last resection (B)(6) 2018), exposing the cranium hardware. On (B)(6) 2019, novocure was informed that on (B)(6) 2019, patient had presented to the neuro-oncology clinic with two areas of wound breakdown with exposed hardware at the craniotomy resection site. Patient was admitted and had consulted for plastic surgery and wound care. Bevacizumab was held. On (B)(6) 2019 patient was discharged home. Wound revision surgery was planned for an unspecified date. Prescribing physician was contacted for additional information and causality assessment with no response.